Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level while at school; however, no specific value, treatment, or additional details were provided. Contact indicated that the customer was trying to figure out how to stop their basal delivery, and that the pump received alarms; however, the contact did not specify what alarms the customer was receiving. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
(B)(4).